Event description:
It was reported that the 2500 system had a saturation fault that would not fluoro during a case. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The loose tube connector was repaired during the service call. The system was tested and found to be working as intended and put back into service.